Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the hospital on (B)(6) 2018 with nausea and near syncope. At this time patient had no fever but bc were positive. The source is unknown, but it is suspected it was due to skin abrasion or dental work. Patient developed fever and was started on IV antibiotics. Diagnosis was staph bacteremia. On (B)(6) 2018 the entire system was explanted due to systematic bacteremia, endocarditis. There was no allegation that the infection was related to the implant site, device or right atrial lead but it was alleged that the infection was related to the right ventricular lead. Patient was stable post-procedure.